Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section a3a, update section h3, and to provide the complete investigation results. One (1) 8fr angio-seal device was returned for product evaluation. The returned sample included the header bag, hemostasis sheath, arteriotomy locator, and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and sheath were returned fully mated and in rear lock position. The internal components were returned fully deployed. The anchor and collagen were not tamped. The temperature dot on the header bag was returned triggered. The device was returned in rear lock position with the anchor, collagen, and tamper tube fully deployed. The anchor and collagen were not tamped. The device may have been pulled out of the patient during device deployment. The cause of the event could not be identified based on the available information. As a result, the complaint was confirmed for a partial deployment pullout. The exact root cause cannot be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
One (1) 8 french angio-seal device was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition. The carrier tube was returned in the forward lock position. The bypass tube was found to have been dislodged, and the anchor was visible at the distal tip. No other damage or issues with the device were identified. The angio-seal device was returned for evaluation. The bypass tube was noted to be dislodged from the distal tip of the carrier tube and anchor exposed. Based on the condition the sample was returned in, the complaint can be confirmed for a detached bypass tube. The exact root cause could not be determined. The likely cause was determined to have been bypass tube detachment during device unpackaging. A corrective action has been opened for this issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown . E1: establishment name: (B)(6). E1: phone number: unknown. E3: occupation: unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: after the main body of the angio-seal was introduced, the device could not be delivered to the lesion site. Another angio-seal was used to complete the surgery. No blood loss was reported. Additional information was received on 08jan2026: the procedure performed was a coronary stent implantation surgery via 8 french sheath. A pre-deployment angiogram was performed. The patient was stable.